Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed that the keypad was visibly separated from the case, allowing moisture to enter the pump. Due to the condition of the pump, no further testing could be completed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of an deficiency in the performance of the device.

Event description:
Pt reported that the pump felt warm to the touch and condensation was visible inside the display screen, but pump function was normal.